Event description:
It was reported that the video system center displayed an e226 scope communication error code when the power was turned on in combination with the deflectable videoscope. The issue occurred during an unspecified therapeutic procedure that was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h6. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Since the subject device was not returned to legal manufacture, the reported event cannot be confirmed neither the condition of the device. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.